Event description:
In 2003, my wife entered the doctors hospital. She was unconscious, and labored breathing: she was (bleeding-severely) by the amount of blood I witnessed. In 2007, I discovered there was a recall on the defendant...(defib machine). This news was supported by the (FDA). Press release attached to this report. This company has more than one recall on their product since 2006. I believe the hospital knew about the first recall, with their provider and looked the other way; til the second recall took place 2007. Dates of use: 2003. Event abated after use stopped: no. [See scanned pages]